Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device passed self test and error test. No battery or unexpected time resetting anomaly noted. The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with all buttons responding properly. No button error alarms noted. The device also was received with cracked case at the display window corners and battery tube threads, minor scratched display window, broken reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that there is damage to the reservoir compartment. The reservoir compartment has broken off. The blood glucose reading was 345 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.